Manufacturer narrative:
(B)(4).it was reported that the device was discarded by the customer, and therefore it would not be returned for evaluation.

Event description:
It was reported that ablation was performed for the left side wall kent by transaortic approach. The type of procedure performed was percutaneous catheter ablation (ablation for left accessory pathway). The kent was separated successfully after approximately 10 times ablations were performed. However, blood pressure reduction was observed and cardiac tamponade occurred. As the blood pressure did not return after drainage was conducted, open chest surgery was performed in a different hospital. The patient is in stable condition, and the prognosis for the patient was described as satisfactory.